Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kqw6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The component involved in the event was the lead. The troubleshooting done to provide insight to the issue was reprogramming. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient hit the corner of the wall 3 days ago. Since then pain at the implantable neurostimulator (ins) site was getting worse. The patient had a call into the health care provider¿s (hcp¿s) office. Today the hcp told the patient to turn therapy off, then back on, and then turn stimulation up. After that the pain at the implant site started getting better. The patient turned therapy off again and felt the pain return. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.